Event description:
The account alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The account found the side rail latch screw was missing. The account replaced the side rail latch screw to resolve the issue.